Event description:
It was reported to boston scientific corporation, that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography. According to the complainant, the cut wire broke while bowing during the procedure. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).